Event description:
Patient intubated and on a mechanical ventilator. The screen went blank and the ventilator just stopped working. The patient's respiratory function was immediately supported by a hand held bag. There was no injury to the patient.======================manufacturer response for ventilator, (brand not provided) (per site reporter).======================covidien representative came to hospital and repaired device.what was the original intended procedure?mechanical ventilation.